Manufacturer narrative:
The reported event of ¿guidewire could not be fully inserted into the lead¿ was confirmed. As received, a complete lead without a guidewire was returned in one piece. Visual inspection found the inner coil damaged at the distal region of the lead. X-ray inspection found the inner coil damaged consistent with procedural damage. The cause of the reported event was isolated to damaged inner coil at the distal region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any other anomalies.

Event description:
During an implant procedure on the preparation table, a guidewire was unable to be advanced down the left ventricular (lv) lead. A new lv lead was used and implanted to resolve event. The patient was stable with no patient consequences.